Event description:
It was reported that the patient presented to the emergency room (ER) with tachycardia, and the cardiologist was concerned the patient's atrial fibrillation was being inappropriately tracked. It was noted that the non-boston scientific right atrial (ra) lead exhibited high, out-of-range pace impedances of greater that 3000 ohms. Boston scientific technical services (ts) was contacted, and ts noted atrial driven episodes stored as pacemaker mediated tachycardia (pmt) episodes. The device and leads remain in service. No additional adverse patient effects were reported.